Event description:
Event description boston scientific received information that during a routine follow-up visit, it was observed that the atrial lead safety switch had previously triggered. No anomalies were noted in the product data upon review, but a lead integrity issue is suspected. The physician reprogrammed the atrial lead to biopolar configuration and the lead remains in service. The next scheduled visit is one month away (in december 2006). To date, there have been no reported patient symptoms associated with this clinical observation.